Event description:
It was reported that at the end of a mitral valve replacement procedure, the heart could not be restarted. The anesthesia start time was 0820 with a surgery start time of 0920 and a surgery completion of 2100. During this procedure the aortic balloon catheter was used. Thirty ml of heparinized saline was introduced into the balloon giving an intraballoon pressure of 280mmhg and the aortic root measurement was 16mmhg with systemic pressure of 65mmhg. There appeared to be a good gradient between root and systemic pressure, and a good intra balloon pressure suggesting good position and occlusion. Cardioplege solution was started and the heart slowed and the electrical complexes became broad and eventually asytole was established, in the way you would expect if the coronary arteries were receiving cardioplege solution. The toe showed the agitated solution in the aortic root and a small amount passing through the aortic valve. It could not be demonstrated that the cardioplege solution was passing down the coronary arteries. However, based on the total clinical picture, it was evident at this point that, the coronary arteries were receiving the cardioplege solution, myocardial protection was being achieved and that the endoclamp was in the correct position. Cardioplegia was delivered approximately every 25-30 minutes. The mitral valve replacement was completed with a 23mm aortic valve that was inserted upside down. The pacing wires were deployed and the patient was rewarmed. From this moment, there was no electrical activity and no ejection even with the pacing wires applied. Pharmacological remedies were initiated along with new pacing leads. Toe images showed akinetic movement of the right ventricle and no movement of the left ventricle. The patient was repositioned and a sternotomy performed, the heart was described by the surgeon as a "stone heart." Re-perfusion was commenced and continued for a number of hours, however, the patient expired.

Manufacturer narrative:
H6. Conclusion: medical review indicates that it seems apparent from the comprehensive description of events that myocardial protection was not effective for this long procedure. The terminal electrical and mechanical failure of the myocardium was almost surely a result of insufficient or inadequate myocardial protection. It sounds as if all indicators during the procedure suggested that cardioplegic solution was being delivered in a satisfactory way. Described are appropriate pressure changes in the ascending aorta, visible turbulence on doppler echocardiography within the ascending aorta, and loss of mechanical and electrical activity during cardioplegic delivery periods. The prolonged duration of global arrest presented a significant challenge to the protection of the myocardium -- this long duration was related to unsuccessful attempts to repair the mitral valve followed by the need for the insertion of a very small prosthesis. The post mortem investigation supports the case that the death was in no way attributable to the device.